Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported on 29july2024 that yesterday they got a message that said to call the medtronic caller stated it did allow patient to recharge the implantable neurostimulator (ins) but it was a very lengthy period of time. The caller reported they cannot stay on excellent charge quality and it is taking 3-4 hours to charge. The caller stated before it did not take that much time to charge the implanted neurostimulator. The caller stated patient is concerned that the ins charge is not lasting as long. Agent asked if patient has made any changes to her programming and caller stated that they have not. Agent reviewed the ins charge frequency is related to programming and suggested pt have the programming checked. Caller thinks there is an issue with the controller and the recharger telemetry module (rtm) cord because they have never been replaced. The issue was not resolved. An email was sent to the repair department to replace the controller and the recharger cord. On (B)(6) 2024 replacement recharger was returned. Patient (pt) representative called back on (B)(6) 2025 with the pt to report ever since they got a replacement of external device pt had been having charging issues. It has been taking a long time to charge the implant. It took hours to charge. Last night it took 2-3 hours to charge and only got it to 80%. Pt could not get it fully charged. Pt finished charging to 100% today. Pt decreased intensity and by this morning the implant was down to 60%. Pt rep said to go through medtronic books was not easy for pts. Agent reviewed info about the recharging process. Pt rep verified pt got excellent recharging quality. Pt had no falls/no trauma. We determined on the call pt was using the old recharger instead of the replacement recharger. It appears pt sent the replacement back to repair and was using the original recharger. A request was sent to repair to replace the recharger. Pt rep also had a concern that ins depleted too fast and went from 80 to 60% overnight. Agent reviewed it depends on usage and settings and redirected to healthcare provider (hcp). Reviewed how to contact the rep via hcp. Pt rep also provided new address and hcp.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that they were depleted the charger during charging by leaving the light on rather than leaving the light off and excellent charging caused depletion issue. Patient said that medtronic rep came and reset the stimulation and changed programs and confirmed both the issues were resolved and were pleased with rep and outcome.

Event description:
Additional information was received from the patient stating that medtronic rep re-programmed the device and she also helped with re charging the device with turning the light off. Patient also said that the charging time was reduced and the issue was resolved. The weight of the patient at the time of this event was 150lbs.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.